Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose level 500 mg/dl. The customer did not report any symptoms. Customer is treating high blood glucose with manual injections. Customer's blood glucose value was 285 mg/dl at the time of the call. Customer did not report when the high blood glucose levels began on. Customer declined to troubleshoot for high readings. The customer states insulin pump keeps receiving fail battery. The insulin pump will be returned for analysis.